Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. Customer stated that they were seen green light flashing and then he will get no lights out of no where . Customer also stated that battery was died last night but it was neglect. Customer also reported that no led light flashing on charger. Troubleshooting was declined for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.